Manufacturer narrative:
Reported event of catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during a procedure performed on (B)(6) 2016. According to the complainant, the balloon was withdrawn and the catheter broke near the operative valve of the endoscope on the proximal end. No parts of the device fell inside the patient and the procedure was completed at this time. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the catheter shaft was broken in two separate pieces. The shaft was also noted to be stretched and the c-channel was damaged. A functional evaluation was unable to be performed due to the catheter being broken. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during a procedure performed on (B)(6) 2016. According to the complainant, the balloon was withdrawn and the catheter broke near the operative valve of the endoscope on the proximal end. No parts of the device fell inside the patient and the procedure was completed at this time. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event.